Manufacturer narrative:
Device evaluated by third party service.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's ac inlet connector was damaged. There was no harm or injury reported. During the evaluation of the device at the third party service center, the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.